Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during placement of the impella the physician noted kinking at the cannula, right below the outlet chamber, when he would try to advance the catheter deeper into the left ventricle. The physician stated the patient had a small left ventricle and when trying to position the catheter it would kink. The physician removed the impella after multiple unsuccessful attempts to position the impella. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The product was returned and confirmed a kink in the cannula. Imaging was returned from the field showing the cannula kinking as the physician attempted to reposition. The root cause of the low flow and suction was determined to be a kink in the cannula. The root cause of the cannula kink was most likely patient condition as the patient had a small left ventricle. This report is being filed as part of a retrospective review of historical records.